Event description:
The pt wants to make her information available to FDA, mfrs, and other researchers. Since having implants placed in 1980, the rptr has had numerous surgeries and medical problems to include: capsular contractures, hardening of the implants, rupture of the implants with migration of silicone into her lymph nodes and "everywhere" recurrent. Skin infection with a yeast fungus-cryptococcus albidus requiring numerous skin biopsies, rheumatoid arthristis, requiring numerous surgeries: finger and to fusions, synoviectomy, arthroscopies, bunionectomies and right knee replacement, cervical hpv, and salpingo-oophorectomy.